Event description:
It was reported that an implantable neurostimulator (ins) replacement procedure was performed in (B)(6), during which an asymmetrical implant pocket from a prior implant was noted. The ins was sutured in place and the incision was closed. After healing, the ins became slightly tilted and the patient experienced pocket pain at the ins site when pressing against it or leaning against a chair. The issue was ongoing and not resolved. A device revision surgery with pocket revision to move the pocket was planned for (B)(6) 2026. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.